Event description:
Outpatient having a renal biopsy. When the radiologist cocked the needle, in preparation for the biopsy, the needle device came apart. A new device was obtained and the same device failure occurred. A third device was obtained and the biopsy was able to be completed successfully. No harm to patient as the device failure occurred prior to needle insertion into the patient. FDA safety report ID # (B)(4).